Event description:
The event description is reported as: a handle broke off from the part that goes between the pt's teeth. This alleged event happened when the crna was trying to remove the device with the pt firmly biting down. The broken piece was retrieved from the pt. No pt injury was reported.

Manufacturer narrative:
The customer states that the actual device used in the reported incident is not available for eval. However, customer states, they may send a sample device with the reported catalog number that they have in their facility. The results of the investigation are not available at the time of this report.